Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2022 with a nasopharyngeal sample. Pcr confirmation testing was performed on (B)(6) 2022 and (B)(6) 2022 and generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Manufacturer narrative:
Investigation conclusion: tested the ID now covid-19 retain test kit lot m186081 with covid-19 lod and a blank patient swab eluted in elution buffer. All tests were run in duplicate, were valid, and performed as expected. No false positive results were observed, and the customers complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 190-000j / lot m186081 and test base part number 190-430 / lot m186081. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot m186081 based on the total quantity of devices manufactured for distribution is 0.002% (1/54000). Based on the evidence available, the lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.